Event description:
He performed a control test, and received a result of 8.9. Customer service confirmed the meter was set in mmol/l, and assisted the customer in the resetting the meter to mg/dl. The customer did not adjust medication, or allege any adverse events due to the mmol/l readings. The customer was satisfied, and no product will be returned.